Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump was rejecting the new batteries, after priming insulin pump tells her to rewind it again and received unexpected no delivery alarm. Customer's blood glucose level was unknown. Customer reports that reservoir was unable to lock in place. Customer was advised to revert to backup plan. Insulin pump will not be returned for analysis.

Manufacturer narrative:
Device was received with normal operating currents and passed self-test, a21 error test. No unexpected off no power, low battery, battery out limit and failed battery test alarms during testing. Also, unit passed rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No unexpected no delivery alarm or prime/fill anomaly noted during testing. Device had minor scratched lcd window, stripped battery cap coin slot (p), cracked battery tube threads.